Manufacturer narrative:
The insulin pump act button did not respond due to moisture damage on keypad trace. Pump received with minor scratched display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up arrow button on the insulin pump was sticking and is now unresponsive. Customer's blood glucose reading at the time of the call was 103 mg/dl. No further information reported.